Event description:
It was reported that during a lar procedure, the cutting was not completed perfectly. Some part of the circle was not cut. And consequently, the surgeon could not remove the cdh29 easily after the firing process. No pt consequence.